Event description:
The company was informed that the pt was experiencing intermittencies. Programming adjustments were made and external equipment was exchanged, however this did not resolve the issue. Revision surgery is under consideration.